Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise on both the right atrial (ra) and right ventricular (rv) channels, and this had occurred at the same time. Electromagnetic interference was suspected with the implantable cardioverter defibrillator (ICD). The device remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.